Event description:
It was reported that an unknown transmitter error occurred. Product was evaluated. An external visual inspection was performed and passed. A voltage test was performed and passed. A nordic bluetooth pairing test was performed and passed. A review of the bin file was performed and the allegation was confirmed as signal loss over one hour. The probable cause of the signal loss could not be determined. The allegation could not be reproduced with returned product. The reported event of an unknown transmitter error is reportable based on the finding of signal loss over one hour. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that an unknown transmitter error occurred. Data was evaluated and the allegation was confirmed as signal loss over one hour. The probable cause of the signal loss could not be determined. The reported event of an unknown transmitter error is reportable based on the finding of signal loss over one hour. No injury or medical intervention was reported.